Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found tips in the waste container with fluid pushed beyond the plunger barrier, up into the tip. K0, k2, k3, k4, and k5 calibrations were performed. The tip clamp, plunger clamp, and lld contact spring were replaced in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.